Event description:
Additional information was received that this lead was removed on (B)(6), 2011. No further information was provided.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
The lead has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed a lead safety switch had occurred. In addition, there was no capture in bipolar pacing mode. An x-ray was performed. A lead fracture was confirmed at the cephalic venous point of lead entry. The lead was left programmed to unipolar pacing mode and a decision will be made regarding lead replacement in the near future. No adverse patient effects were reported. The patient with this lead has an intrinisic sinus bradycardia 1st degree heart block cardiac rhythm.